Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's mother that the patient had low blood glucose levels causing the patient to pass out and to start having seizures. Patient was wearing the pod for 36 to 48 hours on the abdomen. Patient's mother called the paramedics. Patient's mother stated the medical staff gave the patient orange juice at home and when they took them to hospital they had to sedate them. Patient had a blood glucose level of 65 mg/dl when they were tested at the hospital. Patient was admitted for 5 hours.